Manufacturer narrative:
The field service engineer (fse) identified that the issue was due to incomplete maintenance of the analyzer. The fse determined that the cleaning of the prewash sipper was not performed. After performing the maintenance, the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event. Qc was not performed on the day of the event. Section d, device identification was updated. Relevant fields of sections d and g were updated.

Manufacturer narrative:
The serial number of the cobas e 402 analytical unit was (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys pth on a cobas e 402 analytical unit. The initial result was 10.3 pg/ml the initial result was questioned due to a significant decrease from the patient's previous result of 1372 pg/ml; consequently, a repeat test was performed. The repeat result was 1495.0 pg/ml. The questionable result was not reported outside of the laboratory.